Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the ECG ¿a¿ and ¿b¿ 7 and 8 pins on the j500 connector were shorted, causing the belt to not recognize during falloff testing. The root cause for the shorted pins was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.